Event description:
It was reported that this implantable defibrillation lead exhibited shock impedance measurements greater than 200 ohms. The measurements had been around 50 ohms, however an increase in measurements was recently noted. Further evaluation of the lead was recommended. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).